Manufacturer narrative:
(B)(4). After installing the battery tester, the unit shows low power battery sign and no key function due to corroded battery tube spring noted. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected no delivery alarms. Customer stated that battery settings did not repopulated while changing battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.